Event description:
Procedure type: hernia. According to the reporter; part of the seal of the trocar was pushed through the cannula on reintroduction of the trocar. The seal but did not fall into the pt cavity. There was no unanticipated tissue loss, tissue damage or irreversible damage as result of this problem. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).